Manufacturer narrative:
Additional information: g3, h3, h6 h3 evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. The electronic de vice-use logs were also provided. Post market vigilance (pmv) led an evaluation of one signia powered handle for a non-reportable condition. During the investigation a secondary condition of fatal error caused by software restrictions was detected. This condition has a potential for patient harm. Analysis of the handle log noted a fatal error caused by software restrictions on the queue. This failure will result in the handle becoming unresponsive. It was reported that there was a power handle error. The reported issue was confirmed. The most likely cause was traced to software design. Internal process improvements have been initiated to mitigate this issue. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. A secondary review of the device history records found no potentially contributing factors. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, during a laparoscopic assisted distal gastrectomy, before using the device on the first firing, the cartridge was loaded and the opening and closing were checked. All the green on the monitor was checked and the device was set into the table until use, and when it was given to the surgeon, the monitor has a power handle error with a red circle and a slash. The user removed the cartridge but the error display did not change. A new set of handle, shell, adapter and reload were used to resolve the issue. No patient injury. Pli 10: medtronic's initial evaluation of the incident is that the that there was an error for the system queue being full.

Manufacturer narrative:
D10 concomitant products: sigpshell sig power sigpshell control shell - (lot#unknown); sigadaptstn sig power sigadaptstnd linear adapter - (serial#unknown); unknown egia su unknown endo gia sulu - (lot#unknown) medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.